Manufacturer narrative:
The kit and smartcard were returned for analysis. Review of the smartcard data identified a blood leak (centrifuge chamber) alarm occurred. The received kit was visually examined and confirmed the centrifuge bowl broke during the treatment procedure. A material trace of the centrifuge bowl assembly and its components used to build the complaint lot found no related non-conformances. No manufacturing related defects could be identified upon evaluation of the returned product. The root cause of the break could not be determined based on the information provided. This investigation is now complete. Mc: (B)(4). P.t. (B)(6) 2017.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot e358 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of e358 for the reported issue shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
Customer called to report a centrifuge bowl leak/break during treatment procedure. At the time of the break approximately 225 ml of whole blood had been processed. No blood was returned to the patient. Customer stated the patient is stable and no intervention was needed. Customer has returned the kit for investigation.